Manufacturer narrative:
Insulin pump received with missing segments or partial display due to cracked lcd glass. Unable to perform the displacement test and self test due to missing segments or partial display. Insulin pump received with scratched case, pillowing keypad overlay and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump screen had lines on it and cannot saw anything on it. The customer¿s blood glucose level was 198 mg/dl at the time of the incident. The customer also reported that the insulin pump was neither dropped or bumped. The customer was advised to replace and to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.